Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alleged to be exhibiting under-sensing atrial fibrillation. Data analysis was performed, and boston scientific technical services refuted the under-sensing. The device recorded a ventricular fibrillation (vf) which showed very small but slow cardiac signals. Sensing of this signal seems appropriate, and there was no clear under-sensing of the cardiac signal. During the vt episode, anti-tachycardia pacing (atp) was delivered which does not convert arrhythmia, with a low amplitude and slow vf like rhythm starting. The device therefore ends vt episode while tachy was still ongoing due to the long intervals. The vf started in an event at 10:37 and got converted in at 10:40. At 10:45 another stored episode showed sinus rhythm with premature ventricular contraction (pvc). Then a minute later, a 41 joule shock was delivered and converts vf to sinus rhythm. At 10:51 one atp burst was delivered that converted the vt to sinus rhythm. The patient was admitted into the hospital, electrolyte testing was requested and medication to be reviewed. No additional adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alleged to be exhibiting under-sensing atrial fibrillation. Data analysis was performed, and boston scientific technical services refuted the under-sensing. The device recorded a ventricular fibrillation (vf) which showed very small but slow cardiac signals. Sensing of this signal seems appropriate, and there was no clear under-sensing of the cardiac signal. During the vt episode, anti-tachycardia pacing (atp) was delivered which does not convert arrhythmia, with a low amplitude and slow vf like rhythm starting. The device therefore ends vt episode while tachy was still ongoing due to the long intervals. The vf started in an event at 10:37 and got converted in at 10:40. At 10:45 another stored episode showed sinus rhythm with premature ventricular contraction (pvc). Then a minute later, a 41 joule shock was delivered and converts vf to sinus rhythm. At 10:51 one atp burst was delivered that converted the vt to sinus rhythm. The patient was admitted into the hospital, electrolyte testing was requested and medication to be reviewed. No additional adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alleged to be exhibiting under-sensing atrial fibrillation. Data analysis was performed, and boston scientific technical services refuted the under-sensing. The device recorded a ventricular fibrillation (vf) which showed very small but slow cardiac signals. Sensing of this signal seems appropriate, and there was no clear under-sensing of the cardiac signal. During the vt episode, anti-tachycardia pacing (atp) was delivered which does not convert arrhythmia, with a low amplitude and slow vf like rhythm starting. The device therefore ends vt episode while tachy was still ongoing due to the long intervals. The vf started in an event at 10:37 and got converted in at 10:40. At 10:45 another stored episode showed sinus rhythm with premature ventricular contraction (pvc). Then a minute later, a 41 joule shock was delivered and converts vf to sinus rhythm. At 10:51 one atp burst was delivered that converted the vt to sinus rhythm. The patient was admitted into the hospital, electrolyte testing was requested and medication to be reviewed. No additional adverse patient effects were reported. This device remains in-service.